Manufacturer narrative:
The tech found the swivel not fully locking on the brake caster. The swivel lock was worn. He replaced the brake casters to repair the bed.

Event description:
Info received indicates the brake caster swivels in brake mode.